Manufacturer narrative:
The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable total prostate-specific antigen (tpsa) result on their e-module. The patient's initial tpsa result was 1.51 ng/ml and it was reported outside the laboratory. Based on the patient's previous result, the laboratory was asked to repeat the sample. The patient's sample was repeated on another e-module and the result was 100.0 ng/ml accompanied by a data flag. The sample was diluted 1:50 and the result was 650.2 ng/ml accompanied by a data flag. The patient's sample was repeated on the original e-module and the result was 100.0 ng/ml accompanied by a data flag. The sample was diluted 1:50 and the result was 663.0 ng/ml accompanied by a data flag. It is unknown if the patient was adversely affected by the event. The tpsa reagent lot number and expiration date were not provided.

Manufacturer narrative:
A root cause could not be determined. The calibration data was inconspicuous and there was no evidence of a reagent issue. The performance testing data were clearly within range and there was no evidence of a system issue. It was suggested to the customer to use the recommended rack adaptors.